Event description:
(B)(4). I was completely healthy until I had essure implanted, then the extremely heavy periods started and they were longer like 30 days. Abdominal pain severe, constant utis and pelvic infections. Now diagnosed with pid. Bloating, pain, sickness.

Event description:
#Medwatcher #followup 2 #FDA mw5057993 #(B)(4). I will be having a tlvh on (B)(6) 2016 to remove the coils due to all the issues I have been having with these coils.

Event description:
#Medwatcher #followup 1 #FDA mw5057993 #(B)(4). I will be getting a hysterectomy on (B)(6) 2016 due to the coils causing so much havoc on my body.